Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on competitor¿s right ventricular (rv) lead along with high pacing threshold. The rv lead was rechecked with a pacing system analyzer (psa) and reconnected with the device and showed normal pli measurements. Additional information obtained from the field representative that the cause of oor pli was a suspected intermittent lead fracture on the competitor's lead but was not conclusively determined. The competitor's rv lead was then capped and replaced with another competitor's lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.